Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on with and without case and while connected to a working charger, and led around button blinked but display never activated. There was no adverse impact to the customer's blood glucose level. Customer was instructed on several troubleshooting steps, advised to use multiple daily injections as backup insulin therapy, and was provided a replacement pump under warranty along with instructions for storage mode, return of malfunctioning pump within specified time, and setup of pump settings and continuous glucose monitor on replacement device.